Event description:
Procedure type: lap gastric bypass. According to the reporter: this device was used to over-sew a linear staple line. The tech had been having problems loading the instrument and during use by the surgeon the needles kept pulling out of the handle. Reportedly, the instrument was not returned to neutral position (both jaws closed), when placing tension of the suture.

Manufacturer narrative:
(B) (4). (B) (4).